Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation; however, medical records were provided for review. The investigation is confirmed for filter tilt, filter migration, tip detachment, material deformation and retrieval difficulties. A definitive root cause for the reported event could not be determined. The device is labeled for single use. (B)(4).

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced malposition of device, migration, detachment of device or device component, material deformation and difficult to remove. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The weight of (B)(6) year old female patient was not provided.